Event description:
It was reported that the event occurred while in the cath lab during insertion. The md stated that after access with the needle via right radial artery, brisk blood was noted and the md was unable to insert the spring wire guide into the artery. As a result, the device was removed. A new kit was opened and the procedure was changed to the femoral artery. The md thought the problem may have been due to the pt's anatomy. This was not confirmed by injecting contrast, they decided not to spend any additional time so they changed the insertion site to the femoral artery instead. It is unk if etiology was pt anatomy or product caused the issue. There was no report of pt death or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the pt noted. The pt outcome was the procedure went on as planned.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.